Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 620746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), mental disorder ("psych injury"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (essure removal (hysterectomy-uterus+cervix)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and menorrhagia had resolved and the mental disorder outcome was unknown. The reporter considered headache, menorrhagia, mental disorder, migraine and pelvic pain to be related to essure. The reporter commented: injuries (pain, bleeding and other) were resolved post removal. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 620746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), mental disorder ("psych injury"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (essure removal (hysterectomy-uterus+cervix)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and menorrhagia had resolved and the mental disorder outcome was unknown. The reporter considered headache, menorrhagia, mental disorder, migraine and pelvic pain to be related to essure. The reporter commented: injuries (pain, bleeding and other) were resolved post removal. Lot number:620746, manufacturing date:2006/08, expiration date:2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), mental disorder ("psych injury"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (essure removal (hysterectomy-uterus+cervix)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and menorrhagia had resolved. The reporter considered headache, menorrhagia, mental disorder, migraine and pelvic pain to be related to essure. The reporter commented: injuries (pain, bleeding and other) were resolved post removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Injury nos was replaced with new events pelvic pain, menorrhagia, psych injury, migraine and headache. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.